Manufacturer narrative:
The associated device was returned and evaluated. A visual inspection of the returned device finds the legion high flex insert significantly worn and discolored. The post is fractured off the device and severely degraded. The insertion/extraction slot on the inferior surface is fractured and the lock detail is slightly deformed in several areas. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the instructions for use documents for knee systems revealed in warnings and precautions that the implant can break or become damaged as a result of strenuous activity or trauma. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A review concluded that a similar event was identified related to revision surgery when the patella was left unresurfaced. However, according to the information provided, there is not enough information to determine if the patella was left unresurfaced at the index surgery. Therefore, this part number and event cannot be related with the prior actions found. Per material specification, the quality and manufacture of polyethylene bar stock shall be controlled. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include size selected, surgical technique, postoperative care, patient anatomy or abnormal loading of limb. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, after a tka surgery was performed, the patient experienced a patella pain due to lack of posterior slope according to pre-op x-rays. This adverse event was treated by a revision surgery on (B)(6) 2025, in which a jrny ii bcs xlpe art isrt sz 7-8 lt 9mm was exchanged. The peg was broken. Patient's current health status is normal.

Manufacturer narrative:
Internal complaint reference: (B)(4).